Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy handheld programming computer screen was freezing while attempting to interrogate a vns therapy pulse generator. Troubleshooting did not resolve issue. Good faith attempts are being made to expedite the return of the products for product analysis.